Event description:
It was reported that the left ventricular lead exhibited high lead impedance and capture anomalies. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the lead was dislodged. The lead was capped and replaced on (B)(6) 2015.